Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/14/2015 with the following findings: the keypad is peeling up at the ok key. All keys are fully responding to user presses. Removed the keypad cover; no contamination was found under the key contacts. The audio bolus button cover is torn. The button is responding to user presses. The daily insulin delivery totals correctly reflect user's programmed basal rates. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2015 alleging keypad (damage prior to tactile change) issues. The patient stated that the ok and down keypad buttons were under responsive. The patient stated that they had a blood glucose (bg) of 44 mg/dl with blurred vision, cognitive impairment, difficulty speaking and severe dizziness. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to bg excursion the patient experienced due to an alleged keypad issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.